Event description:
It was reported that the pt had his device removed and replaced with an ipp device due to erosion - "crura on one side".

Manufacturer narrative:
Catalog #7240054-01, serial #(B)(4) - exp: 10/14/2014. Device MFR date: 10/2009. Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.